Manufacturer narrative:
Additional information: g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an open intraperitoneal onlay mesh (ipom) procedure with placement of a mesh prosthesis, the patient experienced a permanent internal burning sensation, pinching sensation, and episodes of violent pain. Since february 2024, the patient reported chronic fatigue, digestive pain, gastric reflux, permanent discomfort in the throat, gastroparesis, early satiety, lack of appetite, chemical body odor, chemical smelly stools, mental fog, anxiety-depressive disorder, difficulty concentrating, irritability, hypertension, tachycardia, difficulty and pain when standing in the abdomen, muscle weakness, balance disorder, dizziness, dark and smelly urine, significant hair loss, dry eyes, and occasional blurred vision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.